Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient underwent a non-related surgical procedure wherein the ipg was placed into surgery mode prior to the procedure. The patient's ipg became unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur on a later date to address the issue.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6)2022 resolving the issue.